Event description:
The facility's clinician reported a non-delivery with an infusion pump during clinical use. A follow-up with the clinician revealed the medication was fentanyl and the prescription rate was 40cc/hr. After 5 minutes the anesthesiologist noticed that no medication had infused, the pump was removed and another pump was used. The clinician reported the patient was receiving other unknown medication at the time. There was no patient injury reported and no additional medical intervention was required.